Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) would get too hot when charging. The patient stated that they were worried that they couldn¿t charge it. No patient symptoms were reported and there were no complications. Indication for use is unknown.